Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were not working and scratches making screen kind of hard. Customer¿s blood glucose level was unknown. Customer also reported random no delivery alarm. Customer declined to report to medtronic 24 hour technical support department. The device will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Device had minor scratched lcd window, the reservoir tube lip was partially broken off but the test reservoir locked in place properly.